Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient was admitted on (B)(6) 2026, with a diagnosis of ¿confirmed malignant breast tumor for 1+ months, scheduled for chemotherapy.¿ on april 13, a single-use peripheral-to-central venous catheter was placed via a peripheral vein under color doppler ultrasound guidance for chemotherapy treatment. The patient was readmitted at 9:53 a.m. On (B)(6) 2026, to undergo the third cycle of chemotherapy. On the morning of the 27th, during catheter flushing, the doctor noticed that the gauze at the external connection point was damp. Upon removing part of the catheter for flushing, fluid leakage was detected 5 centimeters from the connector. After assessing the catheter length, the doctor cut the catheter at that point, replaced the connector, and confirmed normal function, whereupon chemotherapy was continued. No further details provided.